Event description:
Pursuant to info received from the physician, he received a contour post-op adjustable prosthesis and discovered that the device that he thought was a 350cc was actually a 450cc implant.